Event description:
Same case as MDR ID: 2134265-2015-02721. It was reported that the rotawire broke and the burr became stuck on the guidewire. A 1.25mm rotalink¿ burr and a 330cm rotawire were selected to treat the target lesion. During platforming outside of the patient, it was noted that the rotawire broke in two. The proximal end of the wire was stuck inside of the rotalink. The devices were removed and the procedure was completed with another of the same rotalink and rotawire. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The visual inspection was performed and the device returned stuck inside the rotablator. The wire was removed from the device and is broken at 191.7cm approximately from the proximal end. Evidence of wear reduction was found on the fracture site indicating that the burr was in contact for a long time at the same place. The distal section of the wire was not returned. Moreover, the section returned is kinked along the body. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02721. It was reported that the rotawire broke and the burr became stuck on the guidewire. A 1.25mm rotalink burr and a 330cm rotawire were selected to treat the target lesion. During platforming outside of the patient, it was noted that the rotawire broke in two. The proximal end of the wire was stuck inside of the rotalink. The devices were removed and the procedure was completed with another of the same rotalink and rotawire. No patient complications reported.

Manufacturer narrative:
(B)(4).